Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the meter issue occurred on (B)(6) 2015 at 07:00am. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and stated that he had been exercising for the last 20 years. The patient stated that at 07:15am on (B)(6) 2015, after the alleged issue, he developed symptoms of ¿blurry vision, shaky, hunger, headache and thirst¿. The patient also claimed that on (B)(6) 2015, he had visited a doctor¿s office where he received 86 units of insulin. At the time of troubleshooting, the cca noted that the meter would not power on when a test strip was inserted or when the power button was pressed. The meter turned on when the batteries were replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.